Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient experienced pain and permanent injury. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a right inguinal hernia, a composix ex mesh was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to remove the composix ex, which allegedly failed. The attorney alleges the patient experienced severe and permanent injury and had suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration and manufacture date for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient experienced pain and permanent injury. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1 to the previous information. This supplemental emdr is being sent to correct the expiration and manufacture date for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Addendum #2: this supplemental MDR is submitted to document additional information provided. Based on the information provided, no conclusion can be made. Per medical records provided, about two years post-implant of composix e/x, the patient was diagnosed with adhesions, fluid accumulation and underwent repair with the partial explant of mesh. Adverse reaction section of the instructions for use (IFU) supplied with the device lists adhesions as a possible complication. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI), e3, g1, g3, g4, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a right inguinal hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to remove the composix ex, which allegedly failed. The attorney alleges the patient experienced severe and permanent injury and had suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right indirect and right femoral hernia and underwent laparoscopic repair with the implant of composix e/x mesh. Per operative notes, "there was a bulge of fatty tissue in the indirect hernia space. A small femoral hernia was also appreciated but nothing was trapped within it. A bard composix ex 4 x 6-inch mesh was fashioned, clipped to cooper ligament with two staples." (B)(6) 2008 - patient returned to phone call due to a lot of drainage from one of the small 5mm trocar site had opened up and advised to use gauze/pressure on the area. On (B)(6) 2008, patient had surgical pain, but the drainage stopped. From (B)(6) 2008 to (B)(6) 2009 - patient had multiple hospital visits due to nagging persistent right groin pain, swelling in right groin and discomfort, was prescribed with steroid for pain management. (B)(6) 2010 - patient visited hospital due to pain in the right groin area and planned to remove the mesh or lysis of adhesions. (B)(6) 2010 - patient underwent right groin exploration laparoscopically with mesh intact removal. Per operative notes, ¿the right lower quadrant mesh seemed to have some fluid about it. There was some hemorrhagic area even before I commenced by dissection. Adhesions were taken down between the bowel and then removing four tacks. The mesh seemed to have fluid between the two different layers, so I proceeded to separate the inner layer, which was the cortex layer of the mesh from the underlying marlex mesh (composix e/x). The mesh was removed from the abdomen. The mesh was checked but still found to be intact with no herniation around the corners. So, I went ahead and left existing marlex mesh (composix e/x) in place and covered it with a sheet of intersheath membrane to prevent adhesions.¿ attorney alleges adhesions, infection, pain and emotional injuries.